Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the complaint was confirmed by visual and functional testing. The cause was a faulty printed circuit board (pcb). The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action was taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device will not turn on. No additional information provided.